Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During a procedure, the handle loop detached from one end of both gigli saws 40 cm. To conclude the procedure, 2 x 30 cm gigli saws were used but they also came apart at the handle loop. These instruments are replaced after each use. Two devices used in this procedure were reported under medwatch 2916714-2015-00519 and 2916714-2015-00520.